Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ac adapter (B)(6) was returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual inspection. Functional testing revealed that the controller ac adapter was unable to provide power to a test controller. Internal visual inspection revealed several open wires within the connector's strain relief. Additionally, visual evidence provided by the site revealed that the green status led indicator illuminated; however, the device was not recognized by the controller. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the damaged cable wires, likely due to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cac adapter was confirmed to have a green light but was not recognized by the controller. The issue was not related to the controller, as other power sources were functioning correctly. The adapter did not provide power, and there were no controller alarms or ventricular assist device (vad) stop events associated with this occurrence. The product was replaced. No patient complications have been reported as a result of this event.